Event description:
It was reported that the patient complained of feeling tired when walking up the stairs, and that the heart rate was not getting up. The patient was also unable to go on a treadmill. Rate response was adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2004. (B)(4).